Manufacturer narrative:
Evaluation summary one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. As the product was received, the device functioned according to specification, but there was evidence of mishandling. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Event description:
According to the reporter, the bravo capsule failed to attach. The bravo capsule failed to deploy from the delivery device and failed to attach to the esophagus. The esophagus was checked for trauma. There was nothing unusual that occurred during the failed attempted. A second capsule was calibrated and successfully placed. The device was used on the patient; the patient was prepped for the procedure and was under anesthesia. There was no injury to the patient and no medical intervention was performed.